Event description:
The customer reported that there is a presence of water under the near down arrow. Troubleshooting was performed. The customer mentioned that he has been working outside and noticed moisture and condensation in the insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of moisture damage on the electronic and motor assembly.